Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer noted that the insulin appeared to be thick and light colored. The customer's blood glucose level was 420 mg/dl with ketones and was admitted to the hospital for diabetic ketoacidosis. The customer was treated with an insulin drip. The customer was discharged 2 days later with no permanent damage. Tandem technical support recommended that to the customer to replace the insulin, cartridge and infusion tubing as the thick insulin appears to be the cause of the occlusion.